Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation at the pocket site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The reported event of pain at ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.